Event description:
It was reported that the patient presented to the emergency department with chest pain. An echocardiogram demonstrated pericardial effusion. It was also noted that the right atrial (ra) lead dislodged and perforated the ra appendage. The patient had cardiac tamponade due to perforation. Additionally, thresholds had gradually elevated. The patient had cardiocentesis which eliminated 600cc of pericardial fluid and the system was removed and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935m55, crdm defib lead, implanted: (B)(6) 2015. (B)(4).